Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. Catheter tip integrity / catheter defective/damaged as current control, there is in-process visual inspection in place to check for cannula and catheter damage. There is also a functional test in place to check for cannula penetration and catheter penetration and drag forces. Needle clogged as current control, there is flashback functional test that can detect cannula occlusion. Also, there is a 12-hourly start-of-shift challenge on the occlusion inspection station on the main assembly lines per mfg-008/bc. As no photo/sample was received for further investigation, root cause could not be determined.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in needle went through catheterthe child was hospitalized for treatment of ¿lobar pneumonia¿, and the needle bifurcated and clogged during puncture with the indwelling needle, and the needle and hose bifurcated when the package was opened even after replacement of a similar device.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.